Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an iop test failure at 10:01am from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he has not been able to read the sensor that he hooked up to the pump. The customer stated that he would clear it and the pump would reset. The customer stated that he has never seen the pump do this before and he is not able to get the pump to read off the sensor. The customer stated that he has been manually entering his information and stated that the pump reset 3-4 times today since yesterday. The customer stated that he changed his sensor this morning and was waiting for the 2hr warm up when the alarm came up. The customer was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. The customer will be sent a replacement pump.

Manufacturer narrative:
The safety feature max delivery alarm functioned properly. The insulin pump was monitored for several days and no unexpected max delivery or error alarms were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.